Manufacturer narrative:
One cardiomems power cord and one power supply were received for evaluation. Visual inspection verified the power cord was frayed and wires were exposed. No attempt at performance analysis could be made with the returned power cord because the extent of damage rendered it useless.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power cord. The power cord and power supply were replaced and there were no adverse consequences reported by the patient.